Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's hearing attention is continuously changing on high frequencies. Since implantation, the high frequencies have always had to be corrected at fitting. The patient's performance is good, but a changing could have been observed. Testing revealed the electrodes 1, 11 and 12 with status hi. No accident was reported.